Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The DHR review and the investigation of the digital design file did not reveal anomalies. Scan comparison between original and model for the remake shows analog position #4/15 is lost. There is deviation on the height of the scan flag positions in the front and in direction on all scanflag positions.

Event description:
In this event it is reported that a atl bridgebase ti am 6 imp fractured between tooth #12 and 13. One implant was lost.